Event description:
Additional information reported patient recommended to use hirudoid gel 0.445% in the morning and evening. The swelling has shrunk a little.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 3 ml of juvéderm® volite¿ in "all face and neck". Approximately 1 month later, cysts occurred in the neck area, small swellings (3-4) appeared on the neck. The patient was referred to the otorhinolaryngology clinic. An usg was performed and it was determined that the condition was caused by the lymph nodes. It could also be "due to infection". Treatment given approximately a month after symptoms began noted as "sinacortaup, diluted." Symptoms ongoing.